Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with leakage. It was stated ¿there is liquid behind the plunger.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one sealed sample of 10ll lot 1801007 and three pictures have been received for investigation. Leakage past the stopper in two syringes can be observed in the pictures. Upon visual inspection of this sample and the three pictures, no damage or molding defect can be observed in the syringe that could have caused leakage and the stopper is correctly assembled to the plunger. DHR of lot 1801007 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station during manufacturing process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. Leak test is done with the sample received according to procedure and iso 7886-1 annex d. It meets iso 7886-1 annex d. It is also disassembled not observing any damage in plunger rod or any of its components that could have caused leakage. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Packaging: 1 box per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: according to results obtained from leak test we can confirm no manufacturing defect has been found in sample received and manufacturing record established that all production and quality processes were carried out normally so the root cause is not a manufacturing defect.